Manufacturer narrative:
(B)(4). Final device analysis of the pump revealed high battery resistance. The battery resistance waveform test showed a high resistance of 1642 ohms. There was a stall/recovery noted in the read event status logs and a legitimate eri due to time lapse. During analysis, however, low battery resets, safe states were noted. The pump was programmed to deliver baclofen 4,000 mcg/ml and morphine 2 mg/ml.

Event description:
The pump was returned to the MFR; no pt event was reported.